Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error e216, noisy image, and foreign objects in the nozzle. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the allegation of the customer, the image that suddenly blacked out was due to damage to the charge coupled device unit. For the newly identified malfunction mentioned above, the cause was due to damage to the charge coupled device unit, too. As for the foreign objects in the nozzle, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an image blackout. The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.